Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/10/2021 h.6. Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 0189506, along with one open 32g x 4mm pen needle sample from lot. No. 0176882, cat no.320559 and five photos. A functionality test was carried out on the two returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had attachment issues. The following information was provided by the initial reporter : the customer reported about improper connectivity between the outer cover and the pen needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0189506 ¿ device expiration date : 07/31/2025. ¿ device manufacture date : 07/07/2020. Lot # : 0176882 ¿ device expiration date : 06/30/2025. ¿ device manufacture date : 06/24/2020. Initial reporter phone# : unknown. Initial reporter city and state : unknown, reported through dchu, franklin lakes, nj. Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had attachment issues. The following information was provided by the initial reporter : the customer reported about improper connectivity between the outer cover and the pen needle.